Manufacturer narrative:
Mfg date should have been nov 06, 2008 rather than blank.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial exhibited low impedance. The lead was capped and replaced successfully on (B)(6) 2017. The patient was asymptomatic and was stable prior and after the procedure.